Event description:
It was reported that three weeks prior to report the battery just turned off. It was noted that the patient could not remember the details of what occurred. It was noted that the manufacturing representative interrogated the implant on the day of report and it was noted that the battery had undergone a reset and the manufacturing representative resolved it. It was noted that the issue occurred again when the manufacturing representative was assisting the patient with a power on rest (por). It was noted that all impedances were fine and that the battery voltage was 2.69v. It was noted that the reporter reported readings of greater than 4000 ohms on some of the bipolar pairs after running impedances. It was noted that the test was ran at 1.5v and 210 pw and that the patient felt uncomfortable shocks during the test. It was noted that longevity calculation were performed and the estimated life span was 6.1 elective replacement indicator (eri) and 7.8 to end of service (eos). It was further noted that that patient has had the device for ¿about¿ 10 years. Additional information received reported that the event was considered normal battery depletion. It was noted that the patient was being referred for a replacement battery but the replacement won¿t take place until (B)(6) of 2014. It was noted that the patient was no longer using their device since it was no longer functioning.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. Product ID 3487a-33, lot# j0309435v, implanted: 2003-(B)(6), product type lead, product ID 7495lz25, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).